Manufacturer narrative:
Concomitant medical product: 1888tc lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead possibly failed: exhibiting high impedance and a possible fracture. The ra lead was capped and replaced. Medical intervention was required as a result of this event. No patient complications have been reported as a result of this event.